Event description:
The customer called stating that when the eights come up on the screen sometimes the first eight is missing and also part of the second eight. During the troubleshooting process it was determined that all of the segments in the 100s positions are missing and some of the segments in the 10s position are missing. A request was made to return the meter for evaluation. In the meantime, a replacement unit has been provided.